Manufacturer narrative:
Follow-up received on 15-nov-2016 - quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital haemorrhage) amongst non serious events. She had her coils removed. The events are anticipated in the reference safety information for essure. Abdominal pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for birth control. After the implant, plaintiff began suffering from severe abdominal pain, severe menstrual pain, abnormal bleeding, prolonged menses, severe sharp back pain, migraines, and irregular vaginal discharge. On (B)(6) 2014, the essure coils were removed by her physician. Following the removal of the coils, she suffered a long and painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and abnormal bleeding (seen as genital haemorrhage) amongst non serious events. She had her coils removed. The events are anticipated in the reference safety information for essure. Abdominal pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), perforation ("perforation of organs"), genital haemorrhage ("abnormal bleeding"), salpingitis ("inflammation of tubes"), seizure ("seizures") and abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and patient-device incompatibility "plaintiff¿s body had rejected device". The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax), gabapentin (neurontin) and paroxetine hydrochloride (paxil). In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infections"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("severe depression") and weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 6 years 4 months after insertion of essure, the patient experienced procedural pain ("long and painful post-operative recovery"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses"), back pain ("severe sharp back pain"), headache ("headaches") and pelvic pain ("pain"). The patient was treated with ibuprofen, antibiotics, anti-nausea [fructose,glucose,phosphoric acid], surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, perforation, genital haemorrhage, salpingitis, seizure, abdominal pain, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, fatigue, alopecia, urinary tract infection, headache, nausea and weight increased outcome was unknown, the female sexual dysfunction, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the allergy to metals and depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, procedural pain, salpingitis, seizure, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient tolerates the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : back pain,pelvic pain, dyspareunia ,dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), perforation ('perforation of organs'), genital haemorrhage ('abnormal bleeding'), salpingitis ('inflammation of tubes'), seizure ('seizures') and abdominal pain ('severe abdominal pain') in a 28-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and patient-device incompatibility "plaintiff¿s body had rejected device". The patient's medical history included multigravida and parity 3. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) and gabapentin (neurontin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse), "), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infections"), nausea ("nausea"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and depression ("severe depression") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced procedural pain ("long and painful post-operative recovery"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses/ menorrhagia"), back pain ("severe sharp back pain"), headache ("headaches") and abdominal pain lower ("pelvic pain in the lower abdomen that interferes with clai,ant work."). The patient was treated with antibiotics, fructose;glucose;phosphoric acid (anti-nausea), ibuprofen and surgery (ablation, full hysterectomy and bilateral salpingectomy and surgery to remove the essure implant in 2017). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, perforation, genital haemorrhage, salpingitis, seizure, abdominal pain, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, fatigue, alopecia, urinary tract infection, headache, nausea, weight increased and abdominal pain lower outcome was unknown, the female sexual dysfunction, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the allergy to metals and depression had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, procedural pain, salpingitis, seizure, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: patient tolerates the procedure well diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : back pain,pelvic pain, dyspareunia ,dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Added event pelvic pain in the lower abdomen that interferes with claimant's work. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), perforation ("perforation of organs") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 6 years 4 months after insertion and 1 day after removal of essure, the patient experienced procedural pain ("long and painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe sharp back pain"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (surgery to remove the essure implant in 2017). Essure was removed in 2017. At the time of the report, the abdominal pain, perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, back pain, migraine, vaginal discharge and procedural pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, perforation, procedural pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device.as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-nov-2017: follow up received from summons-event "perforation of organs" added. Law suit received.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. On 17-nov-2017: no new clinical information received. On 28-nov-2017: coding correction done - perforation of organs nos. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), perforation ("perforation of organs"), genital haemorrhage ("abnormal bleeding"), salpingitis ("inflammation of tubes"), seizure ("seizures") and abdominal pain ("severe abdominal pain") in a 28-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and patient-device incompatibility "plaintiff¿s body had rejected device". The patient's concurrent conditions included obesity. Concomitant products included alprazolam (xanax), gabapentin (neurontin) and paroxetine hydrochloride (paxil). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("urinary tract infections"), nausea ("nausea"), allergy to metals ("nickel allergy"), depression ("severe depression") and weight increased ("weight gain"). On (B)(6) 2014, 6 years 4 months after insertion of essure, the patient experienced procedural pain ("long and painful post-operative recovery"). On an unknown date, the patient experienced perforation abdominal pain and genital haemorrhage (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), menorrhagia ("prolonged menses"), back pain ("severe sharp back pain"), headache ("headaches") and pelvic pain ("pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy), surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, perforation, genital haemorrhage, salpingitis, seizure, abdominal pain, menorrhagia, back pain, migraine, vaginal discharge, procedural pain, fatigue, alopecia, urinary tract infection, headache, nausea and weight increased outcome was unknown, the female sexual dysfunction, dysmenorrhoea, dyspareunia and pelvic pain had resolved and the allergy to metals and depression had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perforation, procedural pain, salpingitis, seizure, urinary tract infection, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received, reporter added , lot number added, patient demographics added, concomitant condition added , events added as :- apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, infection (bladder/urinary tract/vaginal) type: urinary tract infections, headaches, nausea, nickel allergy, pain, perforation (fallopian tube(s)), psychological or psychiatric problems condition: severe depression,seizures, weight gain, other injuries or complications please describe: inflammation of tubes, rejection of device, did not undergo essure confirmation test. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.